Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 10 mg/ml hydromorphone at minimum rate and 6 mg/ml bupivacaine at minimum rate. The reason for use was malignant pain and pancreatic cancer. It was reported that there was a motor stall seen at initial interrogation. The patient did not recently have an MRI. Caller reported the pump has stalled multiple times and now they are just wanting to have the pump shut off. Caller reported the first stall occurred sometime in (B)(6) 2019, then one last month and then it just started occurring again the third time. It was reviewed to consider pump replacement. A code was provided to shut off the pump. There were no symptoms reported. There were no further complications reported/anticipated.